Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: after surgery for an intertrochanteric femoral fracture, it was found that the tip of the connecting screw was broken. Surgeon was not sure if the locking system worked; the driver continued to rotate and the torque function did not work properly. A week later after surgery, no irregularity was found by an x-ray of the patient. It is possible the connecting screw broke during surgery and the tip remains in the blade.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing.

Manufacturer narrative:
This device is used for treatment not diagnosis. Not previously reported. Our investigation of this instrument has shown that the threaded tip is indeed completely broken off. No abnormal findings were identified. We are not able to determine the exact cause of failure. We do presume though, that the breakage might have been created due to continuous mechanical loadings on which the connecting screw was subjected to.